Event description:
Routine complaint investigation when a complaint was received that a consumer's precision qid meter gave a low blood glucose reading of 6.4 mmol/l (116 mg/dl) when compared to a laboratory result of 40.4 mmol/l (724 mg/dl). When these values are plotted on a clarke error grid, the values fell within the "d" zone showing the difference in results to be clinically significant. There was no report of death or serious injury. Medical intervention was not required.